Manufacturer narrative:
This report is submitted on 8 march 2021.

Manufacturer narrative:
This report is submitted on april 21, 2020.

Event description:
Per the clinic, the patient experienced magnet dislodgement (date not reported) during an MRI (3.0 tesla); however, the clinician did not follow the manufacturer's instructions for use of MRI. The device was then explanted on (B)(6) 2020, as a result of damage to the silicone pocket of the implant caused by the magnet dislodgement. The patient was reimplanted with a new device during the same surgery.